Event description:
It was reported telemetry confirmed a critical alarm occurred. The alarm was due to a stall that never recovered. The patient started feeling bad last night ((B)(6) 2015) and he felt ¿terrible.¿ the patient¿s wife heard an alarm but the patient did not hear the alarm until (B)(6) 2015 when he was in the hcps office. The motor stall occurred (B)(6) 2015 at 10:09. The patient did not have magnetic resonance imaging (MRI) and magnets were ruled out. The pump was replaced and therapy was restored. Patient status at time of this report was alive; no injury. The pump was delivering bupivacaine and morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump identified a motor gear train anomaly of corrosion and/or wear and/or lubrication, as well as a motor gear train anomaly stall due to shaft-bearing.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pump had failed and the patient went into withdrawal. It was suspected that the failure was due to the patient going too long before a refill. And it was noted that the pump alarm was too faint, the patient¿s wife could hear it but the patient could not. The patient¿s withdrawal symptoms were feeling ill, itching, and burning. The patient also experienced back pain from ¿working on the tractor,¿ the patient had not been getting pain relief from the pump.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).